Event description:
It was reported that the patient presented for follow-up and all electrical measurements were in-range. Externalized conductors were noted via x-ray between the coils. Patient to present for follow-up in (B)(6).